Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had an impella cp pump placed to support the patient admitted in with post cardiotomy cardiogenic shock (pccs) & low cardiac output syndrome (lcos). Upon starting the device, flows would not get above 1.5 liter per minute. The motor current was low and a suction alarm was present. It was explained to the surgeon that there was a possibility of a clot ingestion due to suspected hit and plt 60 prior to cardiovascular operating room arrival. The surgeon elected to remove the impella cp and insert new impella cp device. A clot was noted on the inlet once device was removed.

Manufacturer narrative:
Correction: b1, e4. The investigation of the reported failure mode has been completed. Product was not returned for review. Data review: data logs confirmed low pump flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Low flow/suction: the cause of low flow/suction issue was unable to be determined as limited clinical details were provided and no product was returned for review. Thrombus: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.